Event description:
Blood glucose meter memory was not correct. It was reported customer took a morning result of 188 mg/dl and when checking in the memory the result displayed was 136 mg/dl. No actions or treatment was received as a result. Reporter stated insulin dosage was increased by 2 units when going to a routine doctor appointment after a meter result was a routine doctor appointment after a meter result was 225 mg/dl versus the doctor result of >200 mg/dl. Reporter indicated the insulin increase was due to the doctor's result. A request was made for the return of the suspect device and replacement product was sent.